Event description:
Patient presented to the physician with the ipg moving and flipping in the pocket causing pain. Physician brought the patient into the or, opened the ipg pocket, and found that both leads were tangled in the pocket. Due to suspected manipulation of the leads, the physician replaced the stimulation and sensing lead, placed the ipg in a tyrx pouch, re-sutured, and closed.